Event description:
It was reported to medtronic minimed that the customer experienced , sensor updating/sg not available, change sensor/bad sensor, sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-342, mmt-7040a, mmt-7040a, and mmt-442a. The customer was using the auto mode/smartguard feature at the time of the event. The customer was reporting a discrepancy between troubleshooting was performed. The sensor glucose and blood glucose which was not within range. The explained sensor may have no longer been responding to glucose changes. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump was over-delivering. The customer received a change sensor alert. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported a skin issue not associated with the product insertion site. No further customer complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-442a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.